Manufacturer narrative:
(B)(4). An intra-operative photo was received. The photo is blurry and the objects present are not easily identified. The picture shows what appears to be the proximal anvil part of a plee60a clamped on tissue. Based on the photo evidence, no malformed staples can be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a gastric bypass procedure, on the first fire, the staples in the middle staple line were malformed and the staples on the outer cut line were also malformed. The device did cut and there were no issues with the cut line. A blue reload was being used in the procedure. There were no patient consequences reported. The device will not be returned.